Manufacturer narrative:
Based on the info obtained from the customer, an ams quality systems specialist and manager determined that this event was not considered a complaint. Therefore, the device evaluation was not performed.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip burned at 149,352 joules. No pt injury was reported. A device evaluation was not performed.